Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 14538821.

Event description:
It was reported that the patient underwent an ipg and lead replacement procedure due to an unknown reason. Explanted device components will not be returned. No further information could be obtained despite good faith efforts.